Manufacturer narrative:
Concomitant product: product ID 3889-33, lot# va08cx3, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device turned off on (B)(6) 2013 and would not come back on. The patient reportedly had pain the last couple of days, above the location of the device. It was noted that the device was ¿not coming out¿, it ¿just stuck out¿. At the time of the report, it was confirmed that the device was on, on program 1 at 1v. If additional information becomes available, a follow-up report will be submitted.

Event description:
After further review, the patient was not feeling the stimulation. It was noted that the patient could get the patient programmer to work. The patient noted that the back pain was getting worse. It was reported that the device protruded out. It was also noted that the patient device was on.

Manufacturer narrative:
(B)(4).